Manufacturer narrative:
(B)(4) .

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system. The patient stated that the catheter was looped in their pelvis in 2004. Additional information was requested to determine what drug the pump contained, the patient's pertinent medical history, what symptoms the patient experienced, what troubleshooting was performed, what actions or interventions were taken to resolve the issue, and what caused the catheter issue.